Event description:
While treating a patient the device did not advise shock for what clinicians believed was a shockable rhythm. The clinician obtained another device to continue treating the patient. There was no adverse effect to the patient due to the reported malfunction.